Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implants #22 and #27 were removed due to infection. Symptoms as a result of the event: pain.